Event description:
It was reported that the patient had redness at their thoracic incision site. On (B)(6) 2011, the patient was given 300mg of clindamycin four times a day and bactrim ds two times per day, for 7 days. On (B)(6) 2011, the patient was given 500mg of keflex two times a day, for 10 days. It was noted that the event was related to the implant procedure, not the device or therapy. The severity was mild and the patient recovered without sequelae on (B)(6) 2011 if additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37743, serial # (B)(4); lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na.